Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had an infection and that is why they replaced the deep brain stimulation (dbs).